Event description:
It is reported that a balloon broke inside of pt, the kit was replaced and no more issues with this pt were reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that pt had good rectal tone at time of insertion. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.